Manufacturer narrative:
(B)(4).

Event description:
It was reported that out of range high impedance was observed. Lead review was performed. The issue was not identified. Further actions will be discussed with the physician. The patient is stable post-procedure.